Event description:
It was reported that the procedure was to treat the renal artery with mild calcification and 75% stenosis. The 6x18 mm herculink elite stent delivery system (sds) was advanced and resistance was noted. The stent was noted to dislodged but still on the balloon upon removal. The device was discarded and another herculink elite sds was used to complete the procedure. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.